Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 280 mg/dl at the time of incident and current blood glucose was 161 mg/dl. Customer stated that auto mode was not active. Customer treated with insulin pump. The customer experienced symptoms such as short of breath, vomiting , abdominal pain, headache. The insulin pump will not be returned for analysis.